Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
Related manufacturer report number: 1627487-2024-07443. It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention on an unknown date during which the leads were repositioned and another lead was implanted successfully.

Event description:
Additional information received indicates that the date of repositioning was (B)(6) 2023.